Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-03641. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence, cystocele, hypermobile urethrovesical angle, and atypical squamous cells of uncertain significance. It was reported that the patient had the concurrent procedures of examination under anesthesia and cystoscopy performed during mesh implantation. It was reported that following insertion the patient experienced chronic pelvic and vaginal area pain as well as severe infections, leakage, erosion, bleeding, painful intercourse and a vocal tremor due to a difficult intubation in four surgeries the patient underwent within a 16 month time span. It was reported that following insertion the patient also experienced psychological and emotional suffering. It was reported that patient underwent mesh revision on (B)(6) 2011 per operative report. It was reported that patient underwent complete removal of mesh, urinary bladder reconstruction and implant of muscle tissue ring on (B)(6) 2012. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystoscopy due to stress urinary incontinence and cystocele. It was reported that the patient underwent mesh revision/removal on (B)(6) 2011 and (B)(6) 2012.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary incontinence and vaginal necrosis.